Manufacturer narrative:
The investigation is in progress. A sample is not expected to be received. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, after the iol passed through the tip of the cartridge, "discomfort and with the plunger broke the lens". The iol was exchanged during the initial procedure. Additional information was requested.